Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
It was reported that a patient with a two-day impella cp support, shortly after placement the impella began to have suction events. It was found the impella had migrated near the mitral valve. This led to further hemodynamic instability in the patient who was already suffering from severe cardiac dysfunction. This further cardiac dysfunction caused hypotension, resulting in poor end organ perfusion, further damaging the patient already injured kidney and liver. The patient also experienced hemolysis due to the impella device. Additionally, there was significant bleeding from the impella access site. This led to severe hypotension. The patient was transfer to a higher level of care and continued to hemorrhage. When the impella was removed, the patient was found to have a large pseudoaneurysm in the right axillary artery caused by the impella. The patient underwent additional intervention days later to fix the pseudoaneurysm. The patient survived the event.

Manufacturer narrative:
The investigation for the positioning issues, hemolysis, and the access site bleed has been completed. Data logs showed the pump ran without issue during support. There were suction alarms and impella stop alarm was triggered during the case but resolved quickly. No positioning alarm was triggered. The product was not returned for review. The root cause of positioning issue was most likely use related. The root cause of access site bleeding was most likely anticoagulation management related. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.